Event description:
It was reported that this right ventricular (rv) lead was tested during a device change out procedure, where the high energy shock returned with shock impedances at 200 ohms that triggered an error code for open circuit during shock delivery. It was noted that there were no lead fractures detected in the x-ray, and visually no insulation defects surgically observed in the df1 portion. The lead connection was confirmed and retried several times unsuccessfully. The physician planned to revise the lead in a few days, however the patient did not want another operation and it was noted that the impedances were within normal limits now. No additional adverse patient effects were reported.